Event description:
It was reported that a patient presented with lead dislodgement noted on the patient's right ventricular lead, which resulted in high capture thresholds. This was confirmed with fluoroscopy imaging. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.